Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, and three openings on anterior and radius. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius and two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. Two striated openings on anterior assessed as surgical damage. Additional, changed, and/or corrected data: d2, d4, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.